Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the meter gave her a reading of 482 mg/dl. When she checked her blood glucose level again it read 395 mg/dl and then 396 mg/dl. The customer treated her blood glucose level for the 482 mg/dl but she did not feel it was that high. She treated with a bolus using the insulin pump. The customer believed the meter was not reading properly. The device was not returned.